Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that the shock impedance of this lead has been chronically high and greater than 200 ohms. The patient recently underwent surgery to replace the implantable device due to normal conditions, and during that procedure, a defibrillation threshold (dft) test was performed. The reported shock impedance was 191 ohms and the physician accepted that value consciously. Technical services (ts) advised further lead revision and troubleshooting. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported. Additional information was received indicating that the shock impedance of this lead has been chronically high and greater than 200 ohms. The patient had undergone surgery to replace the implantable device due to normal conditions, and during that procedure, a defibrillation threshold (dft) test was performed. The reported shock impedance was 191 ohms and the physician accepted that value consciously. Technical services (ts) advised further lead revision and troubleshooting. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that upon review of boston scientific latitude remote monitoring system stored data, we identified evidence that this lead exhibited high shock impedance measurements of greater than 125 ohms. No adverse patient effects have been reported.